Event description:
The physician advanced a neuron 053 over a 035 guide wire with difficulty due to vascular tortuosity and stenosis in the proximal part of the vertebral artery. He felt resistance at this point but continued to advance and moved forward on the wire. Under fluoroscopy he saw what looked like a "stretched" section of the distal part of the neuron at the level of the atlas-axis curves in the vasculature and he decided to remove the neuron. During removal, one part of the distal segment detached but stayed attached by the braided coil. The physician confirmed the break by injecting product of contrast and observed lateral flow of the poc from the hole. The physician continued to remove the neuron slowly and was able to remove the entire product without any injury for the patient and without any other complication. The physician then decided to exchange the neuron for a stiffer guide catheter and stayed more proximal in the vessel. He mentioned that he thought the patient's stenosis and vessel tortuosity caused the problem with the neuron and would like to use a different approach in the future to give the neuron more support. This incident was considered minor and without injury for the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event.